Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a leak was observed in the PICC. No other information was provided.

Event description:
It was reported that a leak was observed in the PICC. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One 4 fr sl powerpicc solo catheter was returned for investigation. Use residue was present within the device. The catheter extended up to the 24 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed 3.5 cm from the proximal end of the extension leg. Microscopic observation revealed an uneven, horizontal split. One of the split edges extended vertically with material whitening and peeling. The split surfaces were observed to be granular. Based on the description of the reported event, possible contributing factors include material fatigue and sharp instrument damage. Since a split was present in the extension tubing, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recx3478 showed no other similar product complaint(s) from this lot number.